Event description:
The tip of the accustick with the radiopaque marker fell off inside the patient. The tip fell into the biliary system. No attempt was made to remove the tip which remains inside the patient